Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture thresholds and decreased sensing were observed. Fluoroscopy revealed that there was no slack in the lead. The lead was explanted and replaced.